Event description:
When the power plug was pulled out during operation with ac100v, the unit wasn't switched to internal battery and inop occurred. Ext lost and batmpt simultaneously occurred in 2004.